Event description:
The surgeon implanted a silicone lens model aq2003v and was removed without patient injury. After implantation, the md noticed a possible defect on the lens and decided to remove the lens. It was indicated that another lens was implanted. An msi-tm injector was used and the lot number is unknown. An aq2.8s cartridge was used and the lot number is unknown.